Event description:
It was reported that after the iab was inserted and pumping began, the upper portion of the balloon would not inflate. The catheter was repositioned, but the balloon would still not inflate fully. The iab was removed and replaced without any complications.